Manufacturer narrative:
Our product evaluation lab received one 120804f with stylet. Blood was visible on the balloon and windings. The balloon latex appeared deteriorated and discolored. Multiple cracks and tears were evident on the balloon latex. Leakage was observed through the tears. The balloon latex was released from the proximal windings to check the balloon edges at the tears and did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. It appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from catheter body or balloon windings. The device history record review was completed and documented that the device met all specifications upon distribution. Report of balloon issue was confirmed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of a 120804fp fogarty catheter from lot 63600433 failed. After insertion, the balloon was filled to stated limit and did inflate initially, but never inflated properly as it deflated at some point throughout the procedure. There was no injury to the patient. No additional surgical procedure was needed to remove the catheter.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A CAPA was generated to address balloon latex deterioration failure with embolectomy models and is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone. Corrections to the h6 codes investigation findings and investigation conclusions were made. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.